Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: date unknown/ not provided. If implanted; give date: unknown/ not provided. If explanted; give date: lens remains implanted. Phone: (B)(6). (B)(4). Device evaluation: the preloaded unit was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the implanted symfony toric lens rotated post-op in the right eye (od). Through follow-up we learned that the post-op refraction was +1.5 d cyl -2.75 d a 165°, and the lens rotated by 36 degrees, from the targeted 104 to 140 degrees. No additional information was provided.